Event description:
It was reported that a 54-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered an esophageal fistula ultimately resulting in death. It was reported the biosense webster inc (bwi) representative heard from the lab staff at the facility that a patient died of an esophageal fistula sometime after the procedure. The bwi representative does not know when the adverse event was discovered. The physician has not discussed this event with the bwi representative, this event was reported to them by the lab staff at the facility. To the bwi representative¿s knowledge, there was no an adverse event during the procedure which occurred on (B)(6) 2022. The bwi representative was notified by the ep lab staff at the facility on 10/07/2022 that a patient that had pulmonary vein isolation on (B)(6) 2022 and had expired on (B)(6) 2022. The physician and the bwi representative have not had a discussion regarding what the patients cause of death is thought to be. The assessment of esophageal injury or fistula was verbalized to the bwi representative by the ep lab staff on 10/07/2022. Ep lab staff reported that a CT was performed when the patient returned to the hospital ¿some time¿ after the date of the procedure. The bwi representative was not present during the procedure and was not given access to the patient¿s medical record. As such, no additional information is available.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter); (2) importer report number # 2029046-2022-50012 product code m490007 (smartablate¿ system rf generator (us)).